Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records found no evidence of product non-conformance. The complaint could not be confirmed, as component sizing, positioning and alignment were unable to be reviewed. Visual examination of the returned device found evidence of scratching and adverse wear on the articulating surface of the femoral head. A conclusive root cause of the event could not be determined.

Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Explant date - could be (B)(6) 2016, however, we have no information on which devices were explanted. This report is 2 of 2 mdrs filed for the same event (reference 3006946279-2016-00105 & 3002806535-2016-00344). Return expected, not yet received.

Event description:
Patient was revised 25 days post-implantation due to dislocation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.